Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was oversensing noted in the right atrial lead. The lead was reprogrammed and remains in use. It was also noted that this patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.